Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise on the right ventricular lead could be seen on electrogram when manipulating the patient's arm. The lead remains in use. No patient complications have been reported as a result of this event.